Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "on the accolade stem inserter, there is four metal pieces that are designed to create pressfit; two of the pieces sheared off."